Event description:
It was reported that during a right shoulder rotator cuff repair the physician was utilizing a magnum 2 knotless implant (lot: 2165581). The physician (B)(6) threaded the suture through the distal ring and the suture failed to tension. The physician used three other magnum 2 knotless implants (lot: 2197399) and again, after threading the suture through the distal ring the suture failed to tension. The physician then attempted to utilize a speedscrew implant to complete the procedure. The physician threaded the suture through the eyelets and locked the suture in place, however, tensioning was not achieved. The physician then used two other speedscrews from the same lot and again, after threading the suture through the eyelets and locking the suture in place, tensioning was not achieved. The procedure was ultimately completed using three other speedscrew implants, however, there was a cumulative surgical delay of 60 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturers report(s): 9019871-2012-004116; 00417, 00419, 00420, 00421, 00422.